Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lc "when surgeon deployed this specimen bag and the bag is not attached on metal prongs. The bag is separated from prongs." Additional information received via email on (B)(6) 2018 from purchasing representative at double success : did the bag fully come off the supports/prongs or was it partly sliding off? "Fully." Did the bag fall off: "immediately upon deployment (during the plunger advancement)." Were contents within the bag when the bag fell off the prongs? "No." Was a force applied to the distal end of the top of the bag between where the supports /prongs were? "No." Prior to inserting the device into a trocar, did the user pull back on the handle prior to pushing the handle forward to deploy? "No." Was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? "No." Was there an attempt to unroll the bag? "No." During the use of the inzii, were any other instruments used? "No." After the bag was fully deployed, did the bag or the bead interact with the tip of the trocar at all? "No." Patient status: fine.

Event description:
Procedure performed: lc. "When surgeon deployed this specimen bag and the bag is not attached on metal prongs. The bag is separated from prongs." Additional information received via email on 15aug2018 from purchasing representative at double success : did the bag fully come off the supports/prongs or was it partly sliding off? "Fully." Did the bag fall off: "immediately upon deployment (during the plunger advancement)." Were contents within the bag when the bag fell off the prongs? "No." Was a force applied to the distal end of the top of the bag between where the supports /prongs were? "No." Prior to inserting the device into a trocar, did the user pull back on the handle prior to pushing the handle forward to deploy? "No." Was the plunger/actuator pressed forward towards the handles, then retracted, and then re-advanced (partially deployed, retracted, and then redeployed)? "No." Was there an attempt to unroll the bag? "No." During the use of the inzii, were any other instruments used? "No." After the bag was fully deployed, did the bag or the bead interact with the tip of the trocar at all? "No." Patient status: fine. Type of intervention: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was observed to be cinched and contain the rolled shape. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit, it is likely that the tissue bag fell off when a force was applied to the tissue bag. However, the exact root cause could not be determined. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.